Event description:
It was reported by "grifols laboratory solutions" that patient sample 8735 was tested using ID core xt. The initial test result indicated an indeterminate cartwright genotype, and a subsequent ID core xt test showed a negative result for yta (yta-). However, due to an unusual and altered signal ratios of cartwright probes, yt (ache) exons 1 to 6 was sequenced. The ngs sequencing revealed a positive result (yta+) which contrasted with the ID core xt typing